Manufacturer narrative:
Additional information: the initial MDR reported that the lens was explanted on (B)(6) 2015. However, it was clarified that the lens was actually implanted on (B)(6) 2015 and explanted on (B)(6) 2016. The replacement lens is a model zkb00 20.5 diopter, serial # (B)(4). Date of implant: (B)(6) 2015. Device available for evaluation - yes, returned to manufacturer on may 16, 2016. Device evaluation anticipated, but not yet begun. Date of event was (B)(6) 2015 and is corrected to (B)(6) 2016. Corrected explant date from (B)(6) 2015 to (B)(6) 2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
On (B)(6) 2016, customer reported that all information regarding this case was provided to abbott medical optics on (B)(6) 2016. However, upon further review, it was determined that customer incorrectly reported replacement lens zkb00, sn# (B)(4) on (B)(6) 2016 with an allegation of explant. On (B)(6) 2016, customer correctly reported the original lens which was the explanted lens zkb00 sn#(B)(4). As stated within the medwatch report# 9614546-2016-00230, follow up# 1, the explanted lens has been reported under MFR report #: 9614546-2016-00277. This report is being filed to document that all corrections or additional information related to the explanted lens will be filed as follow up to medwatch report# 9614546-2016-00230. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Implant date: if implanted; give date: unknown/not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a zkb00 intraocular lens (iol), the patient was not happy with his vision and the iol was explanted. No further information was provided.